Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The two most distal stent strut rows were damaged and lifted from the stent profile. The undamaged proximal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip, the distal edge was flared outwards. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. After a non-bsc guide extension catheter was advanced, a 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device got caught in the port of the non-bsc guide extension catheter and the edge of the stent struts were lifted. The procedure was completed with a 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. After a non-bsc guide extension catheter was advanced, a 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device got caught in the port of the non-bsc guide extension catheter and the edge of the stent struts were lifted. The procedure was completed with a 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.